Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp), biliary dilation, and biliary stent implantation procedure performed on (B)(6) , 2021. During the procedure, a trapezoid rx basket was used in an attempt to crush a 1-2 cm stone. However, the handle cannula detached before the basket captured the stone. The basket was pulled out and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of handle cannula detached. Block h10: visual analysis of the returned device found the handle cannula was properly attached to the handle which did not confirm the reported issue of handle cannula detached. However, the thumb ring was found detached from the handle. The handle and thumb ring showed coincident marks that indicate proper assembly during manufacturing process. The handle had whitened marks in some locations indicating that tension forces were applied to the device. The working length was free of obvious kinks and bends. No other issues were noted. Based on all available information, it is most likely that procedural factors encountered during the procedure could have affected the device's performance and integrity. The handle and thumb ring showed coincident marks that indicate proper assembly during manufacturing process. The handle had marks where the thumb ring was located indicating that a lot of force was applied to the device. During use, the thumb ring may have received tensile and/or compressive force applied parallel to the length of the device. Detachment of the thumb ring from the handle assembly can occur when force is applied perpendicular to the thumb ring/handle assembly, which may force the thumb ring out of the handle assembly. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp), biliary dilation, and biliary stent implantation procedure performed on (B)(6) 2021. During the procedure, a trapezoid rx basket was used in an attempt to crush a 1-2 cm stone. However, the handle cannula detached before the basket captured the stone. The basket was pulled out and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.